Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with fortum and reflin (1gram, frequencies, and routes not reported) for the event. It was reported that daily treatment with reflin was ongoing (dose, route and frequently not reported). At the time of this report the patient had recovered from the event. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.